Event description:
Healthcare professional reports pt/inr results higher than expected with the hemochron jr signature plus microcoagulation system. Citrated pt test performed on the signature plus instrument generated 4.0 inr and lab result was 1.07 inr. Pt's therapeutic range was not provided. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Customer tested with cuvette lot# a2cpt006. Method: actual device evaluated (instrument). Process eval performed. Cuvette device history records reviewed and found to meet specifications. No related ncmrs, complaint trends, or CAPA identified. Results: reported customer complaint was not confirmed through instrument eval. Itc has requested all data required for form 3500a.